Event description:
The report we received from our affiliate indicated that a restenotic lesion of a non-cordis drug-eluting stent was treated with three 3.0mm x 18mm overlapping cypher stents. Over three months later, the patient complained of chest pain that had started 10 days prior. Coronary angiography (cag) was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty (with a 3.5mm x 15mm) balloon. There was a collateral branch from the right coronary artery (rca). The physician who implanted the stent indicated the cause of the thrombotic event was due to ticlopidine hydrochloride being stopped and the patient was dehydrated during the summer time. Ticlopidine hydrochloride (200mg/day) was prescribed. During the index procedure, the three cypher stents were impanted in the proximal and mid left anterior descending (lad) artery. The vessel diameter was 3.0mm and was calcified. The first and second cypher stents were implanted at 12.2atm for 30 seconds; the third cypher was implanted at 18.4atm for 30 seconds. Post-dilation was conducted with a 3.0 x 18mm balloon at 18atm for 30 seconds. Ivus was conducted. The residual percent of stenosis was 0~25%. Pre-procedure medications included: aspirin 100mg/day (in 2004), ticlopidine hydrochloride 200mg/day (six months) (100mg/day (five months), heparin 10,000u (in 2004) nitroglycerin, unknown dose (in 2004).

Manufacturer narrative:
This report is for three products of the same catalog and lot number implanted in the same patient. Please note that the products, cjs18300, are distributed outside the united states, however, they are similar to the united states product . Additional information will be provided within 30 days from receipt.